Event description:
Customer reported a button error alarm. The blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad trace. No moisture damage electronic assembly. No button error alarm. The insulin pump has minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip and missing end cap sticker.